Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "no complaint against the device". This record is for the left side. Later, healthcare professional reported "capsular contractures, baker grade iii and rupture". Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on april 08,2026, with lot number 275451. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "no complaint against the device". This record is for the left side. Later, healthcare professional reported "capsular contractures, baker grade iii and rupture". Device was explanted.